Event description:
During preparation for a cornary drug eluting stenting treatment procedure, the balloon was flared. It was later discovered during the analysis of the device that there was proximal stent damage to the taxus express2 2.50 x 16mm stent. There were no pt complications reported. The pt's status is listed as "ok".